Event description:
A fresenius field service technician (fst) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. There was no patient involvement associated with the reported event. The original issue was that the machine was giving a bibag temperature sensor error. The fst was called onsite to evaluate the machine and determined the bibag assembly had to be replaced. The fst did not have the part at the time of their initial visit, so they ordered a new one. The fst returned at a later date to replace the bibag assembly and when they went to install it, they noticed there was thermal damage on the motherboard and the power logic board. The fst also noticed a level detector alarm that was caused by the biomedical technician from the facility replacing the level detector without telling the fst. The fst did not notice a burning smell, and there were no signs of any smoke, sparks, or flames. The fst was able to get the machine fully repaired by replacing the bibag assembly, the motherboard, the power logic board, and the level detector sensors. The machine had 2,288 operating hours on it at the time of the repair. The fst was unsure if the machine had any past problems with failing the electrical leakage test, but they confirmed it was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet when they evaluated it. Other than the burnt motherboard and power logic board, there were no other damaged components. It was confirmed the machine was returned to service. The fst provided photos of the motherboard and power logic board. In addition, they confirmed the parts were being sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). Additionally, photos of the thermal damage were provided for review. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. There was no patient involvement associated with the reported event. The original issue was that the machine was giving a bibag temperature sensor error. The fst was called onsite to evaluate the machine and determined the bibag assembly had to be replaced. The fst did not have the part at the time of their initial visit, so they ordered a new one. The fst returned at a later date to replace the bibag assembly and when they went to install it, they noticed there was thermal damage on the motherboard and the power logic board. The fst also noticed a level detector alarm that was caused by the biomedical technician from the facility replacing the level detector without telling the fst. The fst did not notice a burning smell, and there were no signs of any smoke, sparks, or flames. The fst was able to get the machine fully repaired by replacing the bibag assembly, the motherboard, the power logic board, and the level detector sensors. The machine had 2,288 operating hours on it at the time of the repair. The fst was unsure if the machine had any past problems with failing the electrical leakage test, but they confirmed it was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet when they evaluated it. Other than the burnt motherboard and power logic board, there were no other damaged components. It was confirmed the machine was returned to service. The fst provided photos of the motherboard and power logic board. In addition, they confirmed the parts were being sent back for evaluation.